Manufacturer narrative:
(B)(4) implant date unknown.

Event description:
Patient had one resolute integrity drug-eluting stent successfully implanted in the proximal lad with an excellent result. The following weekend, the patient presented at the ER. The patient went to the cath lab and thrombus was noted in the resolute integrity stent. Physician attempted to open the stent, however the patient expired in the cath lab. It is unknown if the patient was on dapt.

Manufacturer narrative:
Corrected information: sex, date of birth.